Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Soclean believes this complaint is related to the philips recall of the dreamstation 1, not the soclean device. Soclean is processing this complaint in accordance with its complaint handling and quality system processes. Clinical investigation performed. The customer states he is not sure if the soclean or his new CPAP is causing his issue - reporting for due diligence. It is important to note that the customer is not following our instruction for use (IFU) on proper handwashing. The customer declines to send the device back and will continue to use the soclean despite an adverse event.

Event description:
Customer reports dry/irritating rash on nose and face. Dermatologist seen , received prescription cream.